Event description:
Customer reportedly received result of 285 mg/dl on compact plus system 1 and result of 133 mg/dl on compact plus system 2 within 10 minutes no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1 (lot number 20729944, expiration date (B)(6) 2012). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 2.